Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: thrombosis. Device issue: no device malfunction has bee reported. It was reported that the patient received two promus stents (3.0 or 3.5 stents, unsure) in the circumflex in late 2008. At the end of february, the stents were completely occluded with thrombosis and it was not possible to get a guide wire to cross. The pt is supposed to return the following week to try crossing the occlusion with a different device. The patient has chronic angina, but is stable. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as co distributes promus in the us as its brand label of abbott vascular's drug eluting stent.

Manufacturer narrative:
Results and conclusion summation - angina and thrombosis are known risks of coronary stenting procedures, and are listed in the IFU as potential adverse events. These pt effects, in addition to hospitalization are listed in the risk assessment, as no-fault post-procedure complications and are not necessarily an indication of a product quality issue. It is possible that the reported angina is a secondary effect of the thrombosis which required hospitalization; however, a conclusive root cause for the reported patient effects cannot be determined. The second promus everolimus eluting coronary stent system indicated is being filed under the same MFR number.